Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported.

Event description:
Subsequent information was received that there was a positive test for staphylococcus. As a result, the device was explanted. No additional adverse patient effects were reported.